Event description:
The reporter indicated the surgeon implanted a icl implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The reporter indicated the patient experienced elevated intraocular pressure, pigment dispersion and iris inflammation. The icl remains implanted. The patient's uncorrected va was 20/20.

Manufacturer narrative:
Upon receipt of additional information, it was found the lens for this complaint has not been approved, manufactured or marketed in the u.s.a and therefore, is not MDR reportable. (B)(4).

Manufacturer narrative:
Pt age: unk. Pt weight: unk. Date of event: unk. Expiration date - unk. Explant date: na. (B)(4). Device evaluated by manufacturer? No. Lens remains implanted. Claim # (B)(4). Lens remains implanted.